Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: implanted/damaged stent requiring medical intervention for removal. Device issue: difficult to position/damaged stent. It was reported that the lesion, located in the vein graft to the circumflex artery, was severely tortuous and heavily calcified. A 3.5 guide wire was advanced and predilatation was performed with another company's 2.5 x 15 balloon catheter. The 3.0 x 15 mm promus stent was deployed. After this, another company's 2.5 x 28 mm stent was placed, and there was a question of dissection. A balloon was used for predilatation and a second stent delivery system (sds) from another company was advanced towards the dissection; however, when it was removed, it actually pulled back and "accordioned" the previously deployed promus stent into the guide catheter. The whole system was removed; however, the promus stent could not be pulled through the sheath and was left on the guide wire. A 10 mm snare was used to pull the stent through the sheath. The sheath was removed while the j-wire was left in. A new 3.0 x 15 mm promus was used successfully. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug.